Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue was in the biometric identifier after the software upgrade. A technical support specialist (tss) reviewed the logs and suspected an authentication failure due to a time out delay. Based on the logs, the field service engineer (fse) confirmed that the biometric identifier login failures were caused by transient fingerprint capture conditions rather than system or service issues. All stations were tested and confirmed to be functioning properly when users logged in using biometric identifier. The technical support specialist communicated the findings to the customer via email, and the customer later confirmed that no further issues were observed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier issues were observed with the system continuously spinning and upgraded to version 1.7.4 the prior night. However, there were no delay or adverse events or injuries reported based on this incident.